Event description:
This case was reported by a consumer and described the occurrence of burned mouth in a (B)(6)-year-old female patient who received oral moisturisers (biotene moisturizing mouthwash (B)(4) mouth wash (batch number 5e12n1, expiry date april 2018) for dry mouth. Concurrent medical conditions included depression, dry mouth (for years; dry throat, no moisture in mouth), ill-defined disorder, ill-defined disorder and ill-defined disorder. Concomitant products included citalopram (escitalopram), lithium, furosemide and tolterodine l-tartrate. On an unknown date, the patient started biotene moisturizing mouthwash (B)(4). On an unknown date, an unknown time after starting biotene moisturizing mouthwash (B)(4), the patient experienced burned mouth (serious criteria gsk medically significant) and oral disorder. Biotene moisturizing mouthwash (B)(4) was continued with no change. On an unknown date, the outcome of the burned mouth and oral disorder were unknown. It was unknown if the reporter considered the burned mouth and oral disorder to be related to biotene moisturizing mouthwash (B)(4). Additional details, a consumer reported that the inside of her mouth was slimy after rinsing with biotene mouthwash. She also reported that her tongue burnt and all through her mouth. The patient did not know when the symptoms arise or how long they last and she did not experience the events with other products or medications. The concomitant drug included toparama. Action taken for toparama was unknown. Dechallenge and rechallenge was unknown. The follow up information was received on 19 november 2015. The consumer indicated that the events had not subsided since the initial report. She drank some water when done to cleanse her palate of mouthwash residue. She did not see a healthcare professional for the events nor she was prescribed any medications for the condition.

Event description:
Tongue burns [burned mouth]. Inside of mouth is slimy [oral disorder]. Case description: this case was reported by a consumer and described the occurrence of burned mouth in a (B)(6) female patient who received oral moisturisers (biotene moisturizing mouthwash ((B)(6))) mouth wash (batch number (B)(4), expiry date april 2018) for dry mouth. Concurrent medical conditions included depression, dry mouth (for years; dry throat, no moisture in mouth), ill-defined disorder, ill-defined disorder and ill-defined disorder. Concomitant products included citalopram (escitalopram), lithium, furosemide and tolterodine l-tartrate. On an unknown date, the patient started biotene moisturizing mouthwash ((B)(6)). On an unknown date, an unknown time after starting biotene moisturizing mouthwash ((B)(6)), the patient experienced burned mouth (serious criteria gsk medically significant) and oral disorder. Biotene moisturizing mouthwash ((B)(6)) was continued with no change. On an unknown date, the outcome of the burned mouth and oral disorder were unknown. It was unknown if the reporter considered the burned mouth and oral disorder to be related to biotene moisturizing mouthwash ((b)(3)). Additional details, a consumer reported that the inside of her mouth was slimy after rinsing with biotene mouthwash. She also reported that her tongue burnt and all through her mouth. The patient did not know when the symptoms arise or how long they last and she did not experience the events with other products or medications. The concomitant drug included toparama. Action taken for toparama was unknown. Dechallenge and rechallenge was unknown.